Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp could not verify item and lot combination as that portion of the tasp was not returned. Reviewed manufacturing date as returned tasp exhibits signs of repeated use (nicked & gouged). The tasp was returned fractured and all the fractured pieces were not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload. However, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was found broken in a tray. There was no patient involvement.